Event description:
Reportedly, the balloon ruptured at 8 atm. Vessel was predilated and non-tortous. Stent did not fully deploy correctly near left renal ostium lesion. Had to post dilate with pta balloon. No patient injury or intervention.

Manufacturer narrative:
Evaluation summary: the delivery catheter was returned with blood in the inflation lumen. The blood was cleared and the balloon inflated. A pin hole was observed in the central area of the balloon at about 8atm pressure. The hole was measured at about 0.002". The catheter was also found to have a severe kink in the body at the distal edge of the strain relief. Device returned.